Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. As the lot number was not reported and packaging was not returned, the device history record could not be reviewed. Upon visual inspection of the returned complaint device it was revealed that the cannula sleeve had been fractured and was broken. The most likely root cause of the reported event is excessive force applied to the cannula. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: "careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery."

Event description:
It was reported that the shaft of the trocar broke during the procedure. There was no medical intervention, adverse consequences, or surgical delay. The procedure was completed successfully.